Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. At this time this is all device information available. This pacemaker remains in service. No adverse patient effects were reported.